Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump initially due to not being near charging supplies but was later assisted by technical support in resetting the pump. Once reset, the malfunction did not recur, and the customer was advised to call back if the problem reappeared, while continuing to use the pump.